Manufacturer narrative:
The referenced uhi-4 was not returned to olympus medical systems corp.(omsc) for evaluation at this time, therefore omsc could not evaluate the uhi-4. Also, it is not clear yet that the referenced uhi-4 will be return to omsc. There were no further details provided. The exact cause of the reported event could not be conclusively determined at this time. If additional information, this report will be supplemented.

Event description:
Olympus was informed that during the laparoscopic cholecystectomy, the pressure of the uhi-4 became abnormal. The physician changed the uhi-4 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01916 to provide the device evaluation results. Omsc checked the device history record of the referenced uhi-4, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2018-01916 to provide the device evaluation results. The referenced uhi-4 was not returned to olympus medical systems corp. (Omsc) for evaluation. However olympus (B)(4) checked the uhi-4 and found that there was no abnormality and irregularity and could not confirm the user¿s report. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility of this phenomenon was attributed to the temporary malfunction due to the usage environment of the facility such as the temporary failure of the power supply, noise, temperature and/or humidity and so on, and/or the patient¿s condition. Olympus stated the appropriate handling of uhi-4 and the counter measures against abnormalities in the instruction manual of uhi-4. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".